Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed 4 years after implantation due to increased blood values of cobalt and chromium, pain and physical exhaustion.

Event description:
Two stage revision, with implantation of a new prosthesis on (B)(6) 2015.